Manufacturer narrative:
The reported event of pca discrepancies file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted no device history or qn search was performed since no serial number for the suspect device was reported by the customer. The customer stated that there was no patient involvement

Event description:
The customer has reported multiple issues regarding pca discrepancies. They are often unable to find the correct syringe type to be chosen during device programming. They choose the 30cc syringe size and then verify that they purge 2.4cc via the pump, which should leave a balance of 27.6 cc, however, the device will state 23.7cc remaining to infuse, leaving the customer to wonder what happened to the missing 4cc's of medication. On another occasion the customer used a 30cc syringe and programmed the pump to purge 2.4 cc in which the pump stated the amount left to infuse as 29cc's. Another example was the nurse used the 30cc syringe option and purged 2.4cc's via the device and the pump then stated that there was 23cc's of medication to infuse. The customer states that they never purge manually and this is always done through the device. There was no report of patient involvement.